Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery cap contact and the insulin pump functioned properly after changing battery cap. The insulin pump was received with operating currents within spec. The insulin pump has minor scratches on lcd window and cracked case at display window corners.

Event description:
The customer reported that she had a failed battery test alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. It was explained to the customer the possible causes of alarm and advised that the batteries vary in reliabilities and our testing indicates that energizer aaa alkaline batteries are most effective in pump use. The patient was advised after the troubleshooting was performed that the insulin pump need to be return and it will be replaced. No further assistance needed.